Event description:
It was reported that this right ventricular lead was not capturing and the patient had an underlying rhythm of 30 bpm. Lead was repositioned. The nursing home had done physical therapy with the patient when they were not supposed to so it was suspected that a micro dislodgement occurred due to the physical therapy. No additional adverse patient effects were reported.